Event description:
It was reported that patient¿s stimulation was turning off. He noticed his urgency started to get worse and when he went to check it with the programmer, it was showing stimulation was off. He turned stimulation back on again and noticed a few hours later it turned off again. This happened two days in a row and he knew how to work the programmer well. The reporter was able to interrogate with her clinician programmer and everything seemed fine. The patient had not had any falls or trauma and did not feel he was doing a specific position or activity that caused stimulation to turn off. The reporter checked the logs with the clinician programmer and confirmed the stimulation was turning off on both (B)(6) 2015; she was not sure of the exact days it was. The patient was using program 4, which had an impedance of 1,016 ohms. Impedances were run at 1.0 volts and the highest value showed greater than 4,000 ohms on the combination of case and 3. All other impedances were within the normal range. The impedances were also run the week prior to the report at 1.5 volts and everything was ok. The reporter was not going to take them again because it was too uncomfortable for the patient. It was noted that he regularly felt stimulation. Follow-up received from the manufacturer representative (rep) reported that the cause of the event was not determined. The patient was seen by the nurse practitioner and it was unknown if further intervention was taken. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Additional information patient felt his implantable neurostimulator/programmer was turning off and off by itself .impedances were checked with no problems noted. They reviewed and educated how to use the programmer. The cause of the event was not determined and was reported as unknown if device related. It was noted that patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#:(B)(4), product type: programmer, patient. Product ID: 3889-41, lot#:(B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).